Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply rack was evaluated and replaced. The connection near the power supply rack was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no reports of injury or death associated with this event.